Event description:
It was reported by a healthcare professional that an (B)(6) female with a history of atrial fibrillation (af) and cardiac pacemaker underwent mechanical thrombectomy of a right internal carotid artery (ica) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21f199av) and embovac aspiration catheter (ic71132ca/30550157) and experienced a vascular dissection of the middle cerebral artery (mca) during the procedure. A scepter microvention balloon was inflated to stop the bleeding. Hemostasis was achieved, and the procedure was completed. However, the patient ultimately expired on an unknown date. The official cause of death was not provided. It was stated that ¿because there was a slight resistance felt when the [trak 21 stryker] microcatheter was delivered to the mca, at the time of the complaint et ii was deployed, it was difficult to determine whether it was the dissection cavity or the normal vessel cavity partly¿. It was further stated that ¿images of the microcatheter, it was judged that the peripheral vessels were not obviously false lumen. Also, since the gold marker was open at the time of the et ii development, if it was a false lumen, it may not open.¿ when the microcatheter was introduced to the mca, the tip of the guidewire (chikai14) [asahi intecc] was moved forward with j, but it might have passed the mca in a straight line¿. The suspected origin of the in-hospital stroke was cardioembolic. The patient exhibited disturbed consciousness and paralysis. Direct oral anticoagulant (s) (doac) was discontinued and switched to warfarin. The stroke occurred on the following day. The endovascular mechanical thrombectomy procedure was then performed. The embotrap ii was allegedly used as per the instructions for use (IFU). A 9f branchor asahi intecc balloon balloon catheter was delivered to the right ica and the embovac aspiration catheter and the trak 21 microcatheter (trak 21) were delivered to the right distal m1 segment and enhanced to confirm the periphery. The physician reported slight resistance while advancing the microcatheter to the mca. When the embotrap ii was ¿developed¿ from the distal m1, the balloon guiding catheter ¿fell down¿. The balloon guide catheter was ¿re-sent to a distance¿, but the embotrap ii ¿fell down to the front¿. The embotrap and embovac were subsequently removed as a unit. A small amount of thrombus was noted. Next, imaging performed via the balloon guide catheter confirmed a hemorrhage at the mca. The initial complaint report did not suggest a device malfunction or patient harm associated with the embovac or embotrap. However, the company sales representative will re-confirm with the reporting physician. The physician commented that the chikai 14 asahi intecc guidewire may have perforated the vessel. The company sales representative will follow-up with the physician regarding relationship of both devices to the reported adverse event. There was no report of resistance during deployment nor withdrawal. One pass had been made with the devices. Then, mca dissection was noted on imaging. The devices are not available for evaluation. However, procedural imaging was returned for analysis. The images were reviewed by an independent physician and the assessment reads as follows: "from the description it is clear that the physician treated an occlusion of the right mca/carotid t occlusion. The physician reached the portion distal to the occlusion and did a microcatheter injection. This shows (in image 2) a dysplastic mca trifurcation with an occluded m2 branch and two smaller lenticulostriate arteries going up. Based on this one image there is no clarity as to the cause of the dilatation and an mca aneurysm can not be excluded. In image 3 (same ap projection, now non-subtracted) the physicians have deployed the embotrap. This is after the physician felt some resistance in the microcatheter that subsequently gave way. It seems as if the tip of the device (7mm guidewire) is in the dysplastic segment, and the middle part of the device pointing upward (where there is no vessel of this size) and the proximal portion of the device in the proximal m1. The device looks partially inverted (due to the distance between the two markers and the distal tip), but unfortunately this can not be confirmed with only an image in one direction. The embotrap has a normal aspect after retrieval in image 4 with tiny fragments caught in there. In image 5 there is a clear contrast extravasation without filling of the distal mca. In image 6 there doesn¿t seem to be an active hemorrhage but spasm as an expected physiological response to the acute hemorrhage. The dilatation in the trifurcation is no longer visible. Based on the combination of these images and the case description there seems to have been a deployment of the embotrap device in a region outside of the vessel which may occur if the microcatheter perforates the blood vessel or an aneurysm. If the embotrap is deployed in the subarachnoid space (outside of the blood vessel) it will further damage the vessel upon retrieval leading to additional damage. The reason for perforation is not clear from the images, nor from the accompanying text, but the description of the resistance while advancing the microcatheter can be a pointer. The opening of the goldmarkers can also be seen in deployment outside of a blood vessel. The issues with the balloon guide catheter luxation are most likely not related to the complication."

Manufacturer narrative:
Product complaint # :(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review associated with this lot 21f199av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, b5, e1, e2, e3, g3, g6, h2, h6 and h10. Section b5: additional information received on 09-nov-2021 indicated that the distal m1 segment of the mca was the vessel being treated with the embotrap ii. There was no report of device damage. Reportedly, excessive force had not been applied to the device. No additional intervention was required to remove the clot from the patient. The scepter balloon was used to stop the bleeding and the procedure was completed. No further information could be obtained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. [Complaint conclusion] it was reported by a healthcare professional that an 85-year-old female with a history of atrial fibrillation (af) and cardiac pacemaker underwent mechanical thrombectomy of a right internal carotid artery (ica) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21f199av) and embovac aspiration catheter (ic71132ca/30550157) and experienced a vascular dissection of the middle cerebral artery (mca) during the procedure. A scepter microvention balloon was inflated to stop the bleeding. Hemostasis was achieved, and the procedure was completed. However, the patient ultimately expired on an unknown date. The official cause of death was not provided. It was stated that ¿because there was a slight resistance felt when the [trak 21 stryker] microcatheter was delivered to the mca, at the time of the complaint et ii was deployed, it was difficult to determine whether it was the dissection cavity or the normal vessel cavity partly¿. It was further stated that ¿images of the microcatheter, it was judged that the peripheral vessels were not obviously false lumen. Also, since the gold marker was open at the time of the et ii development, if it was a false lumen, it may not open.¿ when the microcatheter was introduced to the mca, the tip of the guidewire (chikai14) [asahi intecc] was moved forward with j, but it might have passed the mca in a straight line¿. The suspected origin of the in-hospital stroke was cardioembolic. The patient exhibited disturbed consciousness and paralysis. Direct oral anticoagulant (s) (doac) was discontinued and switched to warfarin. The stroke occurred on the following day. The endovascular mechanical thrombectomy procedure was then performed. The embotrap ii was allegedly used as per the instructions for use (IFU). A 9f branchor asahi intecc balloon balloon catheter was delivered to the right ica and the embovac aspiration catheter and the trak 21 microcatheter (trak 21) were delivered to the right distal m1 segment and enhanced to confirm the periphery. The physician reported slight resistance while advancing the microcatheter to the mca. When the embotrap ii was ¿developed¿ from the distal m1, the balloon guiding catheter ¿fell down¿. The balloon guide catheter was ¿re-sent to a distance¿, but the embotrap ii ¿fell down to the front¿. The embotrap and embovac were subsequently removed as a unit. A small amount of thrombus was noted. Next, imaging performed via the balloon guide catheter confirmed a hemorrhage at the mca. The initial complaint report did not suggest a device malfunction or patient harm associated with the embovac or embotrap. However, the company sales representative will re-confirm with the reporting physician. The physician commented that the chikai 14 asahi intecc guidewire may have perforated the vessel. The company sales representative will follow-up with the physician regarding relationship of both devices to the reported adverse event. There was no report of resistance during deployment nor withdrawal. One pass had been made with the devices. Then, mca dissection was noted on imaging. Additional information received indicated that the distal m1 segment of the mca was the vessel being treated with the embotrap ii. There was no report of device damage. Reportedly, excessive force had not been applied to the device. No additional intervention was required to remove the clot from the patient. The scepter balloon was used to stop the bleeding and the procedure was completed. The received images were reviewed by a neurointerventionalist. The assessment reads as follows: "from the description it is clear that the physician treated an occlusion of the right mca/carotid t occlusion. The physician reached the portion distal to the occlusion and did a microcatheter injection. This shows (in image 2) a dysplastic mca trifurcation with an occluded m2 branch and two smaller lenticulostriate arteries going up. Based on this one image there is no clarity as to the cause of the dilatation and an mca aneurysm can not be excluded. In image 3 (same ap projection, now non-subtracted) the physicians have deployed the embotrap. This is after the physician felt some resistance in the microcatheter that subsequently gave way. It seems as if the tip of the device (7mm guidewire) is in the dysplastic segment, and the middle part of the device pointing upward (where there is no vessel of this size) and the proximal portion of the device in the proximal m1. The device looks partially inverted (due to the distance between the two markers and the distal tip), but unfortunately this can not be confirmed with only an image in one direction. The embotrap has a normal aspect after retrieval in image 4 with tiny fragments caught in there. In image 5 there is a clear contrast extravasation without filling of the distal mca. In image 6 there doesn¿t seem to be an active hemorrhage but spasm as an expected physiological response to the acute hemorrhage. The dilatation in the trifurcation is no longer visible. Based on the combination of these images and the case description there seems to have been a deployment of the embotrap device in a region outside of the vessel which may occur if the microcatheter perforates the blood vessel or an aneurysm. If the embotrap is deployed in the subarachnoid space (outside of the blood vessel) it will further damage the vessel upon retrieval leading to additional damage. The reason for perforation is not clear from the images, nor from the accompanying text, but the description of the resistance while advancing the microcatheter can be a pointer. The opening of the goldmarkers can also be seen in deployment outside of a blood vessel. The issues with the balloon guide catheter luxation are most likely not related to the complication." Recorded videos of the procedure were provided and reviewed by a neurointerventionalist. The assessment reads as follows: the images show an occlusion of the right mca with standard navigation. At 11 minutes in the procedure the microcatheter is in the ophthalmic artery with the distal access catheter following. Subsequently both are brought up to the carotid t with the microcatheter moving outside of the image in a j fashion moving into the m1 segment of the mca. At 14 minutes of the movie the tip is moved to the trifurcation of the mca. During the contrast injection there is a stagnation of contrast material with an irregular wall highly suggestive of an aneurysm in the region that has been perforated by the microwire at timestamp 13.42-13.48 where the microcatheter seems to block and then move laterally over a short distance. From 14.00 minutes on the wire is in a normal m2 branch. The microcatheter is brought forward and at 14.56 minutes the contrast extravasation is visible on the unsubtracted images. The embotrap is subsequently advanced with the microwire moving into the aneurysm region with movement of the area at the 16.00 min time point. Deployment of the device is done with the distal markers being at a distance that seems larger than expected based on the anatomy that was visible at 13.48. The embotrap moves slightly more proximal, probably due to movement of the distal access and/or balloon guide catheter. The guide catheter is repositioned at 18 minutes and at 19 minutes the embotrap retrieval was performed. There seems to be a painful situation for the patient since a hand is in the image over the head/face. Immediately after the retrieval the contrast run shows an extravasation in the mca. The physician places a scepter balloon to stop the bleeding and control runs show a missing cranial branch and lenticulostriate artery as well as irregularity of the whole m1. The presumed aneurysm is no longer visible and with additional manipulations with the microcatheter the physician opened the m2 branches and lenticulostriate arteries that were occluded/spastic. The final runs show only minimal distal filling but no more extravasation.¿ the device was discarded; therefore, no further investigation can be performed. A device history review associated with this lot 21f199av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage (sah) is a known potential procedural complication associated with the use of the embotrap revascularization device in mechanical thrombectomy. Assignment of root cause for the event remains speculative and inconclusive; however, it appears that clinical and procedural factors including vessel characteristics, clot burden, device selection, operator technique, and mechanical manipulation of devices within the artery that may have contributed to the reported event. There is no indication that the device malfunctioned or that the event is related to the device design or manufacturing process. The reported sah required emergent surgical intervention to arrest the bleeding, and ultimately led to fatal outcome. The embotrap device does not appear to be the primary cause of the adverse event. However, the relationship of the device to the increased hemorrhage noted upon deployment cannot be excluded based on the review of available information. The embovac, based on its anatomic location and use during the procedure, could not have been a contributing factor of the adverse event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.